Event description:
Caller reported an issue with the time settings on their pump, needing assistance to update the time after noticing a discrepancy. Blood glucose levels were not adversely impacted by this issue, as previous settings did not result in readings above 500 mg/dl or below 54 mg/dl. Customer was guided by technical support to update the pump time and advised to monitor the situation, with a recommendation to follow up if the time discrepancy reoccurs and exceeds five minutes, which the caller understood and acknowledged.